Manufacturer narrative:
Date of event was approximated to (B)(6), 2015, procedure date, as no event date was reported. The complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx system was used during a procedure performed on (B)(6), 2015. As reported by the patient's attorney, the patient experienced an unknown injury.

Event description:
It was reported to boston scientific corporation that a lynx system was used during a procedure performed on (B)(6) 2015. As reported by the patient's attorney, the patient experienced an unknown injury. Additional information received on march 10, 2023: on (B)(6), 2021, the patient was seen and examined for symptoms of pelvic organ prolapse (pop) of stage 2 cystocele, stage 2 - 3 rectocele, stage 2 vault prolapse as well as stress urinary incontinence (sui) and urge urinary incontinence (uui). The patient's urodynamic studies (uds) showed type 2 sui with moderate do. The patient has failed conservative measures, but she declined treatment for uui. Based on the cleaveland clinic risk calculator, her risk of de novo sui after pop repair is 24% with prophylactic mus versus 67% without mus. The patient opted for mus placement. Since the patient had a prior mesh placement, she was a candidate for the adjustable sling. The patient was aware of the risks and complications associated with the procedure. She was bothered with her symptoms and desired to proceed with the surgical treatment. Pre-operative diagnosis includes vaginal vault prolapse, type iii stress or incontinence, prior failed sling, cystocele, rectocele, and perineocele. Post operative diagnosis includes vaginal vault prolapse, type iii stress or incontinence, prior failed sling, cystocele, rectocele, perineocele, and severe and extensive pelvic adhesive disease. The patient underwent a robotic assisted sacro colpopexy, extensive lysis of adhesions, bilateral salpingo-oophorectomy, incidental cystotomy repair, insertion of mesh, transection of prior sling, adjustable non-boston scientific midurethral sling, rectocele repair, perineorrhaphy and cystoscopy. Findings include an absent uterus, cystocele stage 2, rectocele stage 2, enterocele stage 2, stage 2 cuff prolapse, severe adhesion from the bladder to the anterior vaginal wall and bowel epiploicae and sigmoid colon to the posterior cul-de-sac, bilateral adnexal to the ipsilateral pelvic side walls/posterior cul-de-sac/sigmoid colon. The patient had an incidental cystotomy during the procedure. The patient tolerated the procedure well. She was placed in supine position, extubated in the operating room and transferred to pacu, awake and in stable condition.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to july 29, 2015, procedure date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6) md (B)(6) center USA block h6: imdrf patient codes e2101, e1304 and e2114 capture the reportable events of adhesion, urinary urgency and incidental cystotomy. Imdr impact codes f1905 and f1901 capture the reportable events of insertion of mesh, transection of prior sling, adjustable non-boston scientific mid-urethral sling procedures and incidental cystotomy repair. Block h11: correction to block h6: patient codes. Imdrf patient code e2114: perforation has been added to capture incidental cystotomy.

Event description:
It was reported to boston scientific corporation that a lynx system was used during a procedure performed on (B)(6) 2015. As reported by the patient's attorney, the patient experienced an unknown injury. ***additional information received on march 10, 2023*** on (B)(6) 2021, the patient was seen and examined for symptoms of pelvic organ prolapse (pop) of stage 2 cystocele, stage 2 - 3 rectocele, stage 2 vault prolapse as well as stress urinary incontinence (sui) and urge urinary incontinence (uui). The patient's urodynamic studies (uds) showed type 2 sui with moderate do. The patient has failed conservative measures, but she declined treatment for uui. Based on the (B)(6) clinic risk calculator, her risk of de novo sui after pop repair is 24% with prophylactic mus versus 67% without mus. The patient opted for mus placement. Since the patient had a prior mesh placement, she was a candidate for the adjustable sling. The patient was aware of the risks and complications associated with the procedure. She was bothered with her symptoms and desired to proceed with the surgical treatment. Pre-operative diagnosis includes vaginal vault prolapse, type iii stress or incontinence, prior failed sling, cystocele, rectocele, and perineocele. Post operative diagnosis includes vaginal vault prolapse, type iii stress or incontinence, prior failed sling, cystocele, rectocele, perineocele, and severe and extensive pelvic adhesive disease. The patient underwent a robotic assisted sacro colpopexy, extensive lysis of adhesions, bilateral salpingo-oophorectomy, incidental cystotomy repair, insertion of mesh, transection of prior sling, adjustable non-boston scientific midurethral sling, rectocele repair, perineorrhaphy and cystoscopy. Findings include an absent uterus, cystocele stage 2, rectocele stage 2, enterocele stage 2, stage 2 cuff prolapse, severe adhesion from the bladder to the anterior vaginal wall and bowel epiploicae and sigmoid colon to the posterior cul-de-sac, bilateral adnexal to the ipsilateral pelvic side walls/posterior cul-de-sac/sigmoid colon. The patient had an incidental cystotomy during the procedure. The patient tolerated the procedure well. She was placed in supine position, extubated in the operating room and transferred to pacu, awake and in stable condition. ***additional information received on june 21, 2023*** on (B)(6) 2015, a percutaneous bladder neck suspension and cystourethroscopy procedure was performed in order to address stress urinary incontinence in the patient. During this procedure, the patient was implanted with a lynx system device. No complications were observed throughout the procedure and the patient was returned to the recovery room in a stable and satisfactory condition. It is noted that the patient tolerated the procedure well.

Manufacturer narrative:
Block h2: additional information block b5 (event description) has been updated based on the additional information received on june 21, 2023. Correction: blocks d4 (model number, lot number, catalog number, expiration date and unique identifier) and e1 (initial reporter title, initial reporter facility name, initial address and phone number). Block b3 date of event: the exact event onset date is unknown. The provided event date of july 29, 2015, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). The physician who performed the revision is: dr. (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2101 - captures the reportable event of adhesions. E1304 - captures the reportable event of urinary urgency. E2114 - capture the reportable event of incidental cystotomy. The following imdrf impact code capture the reportable event of: f1905 - capture the reportable events of insertion of mesh, transection of prior sling, adjustable non-boston scientific mid-urethral sling procedures. F1901 - captures the reportable events of incidental cystotomy repair.

Event description:
It was reported to boston scientific corporation that a lynx system was used during a procedure performed on (B)(6), 2015. As reported by the patient's attorney, the patient experienced an unknown injury. Additional information received on march 10, 2023. On (B)(6), 2021, the patient was seen and examined for symptoms of pelvic organ prolapse (pop) of stage 2 cystocele, stage 2 - 3 rectocele, stage 2 vault prolapse as well as stress urinary incontinence (sui) and urge urinary incontinence (uui). The patient's urodynamic studies (uds) showed type 2 sui with moderate do. The patient has failed conservative measures, but she declined treatment for uui. Based on the cleaveland clinic risk calculator, her risk of de novo sui after pop repair is 24% with prophylactic mus versus 67% without mus. The patient opted for mus placement. Since the patient had a prior mesh placement, she was a candidate for the adjustable sling. The patient was aware of the risks and complications associated with the procedure. She was bothered with her symptoms and desired to proceed with the surgical treatment. Pre-operative diagnosis includes vaginal vault prolapse, type iii stress or incontinence, prior failed sling, cystocele, rectocele, and perineocele. Post operative diagnosis includes vaginal vault prolapse, type iii stress or incontinence, prior failed sling, cystocele, rectocele, perineocele, and severe and extensive pelvic adhesive disease. The patient underwent a robotic assisted sacro colpopexy, extensive lysis of adhesions, bilateral salpingo-oophorectomy, incidental cystotomy repair, insertion of mesh, transection of prior sling, adjustable non-boston scientific midurethral sling, rectocele repair, perineorrhaphy and cystoscopy. Findings include an absent uterus, cystocele stage 2, rectocele stage 2, enterocele stage 2, stage 2 cuff prolapse, severe adhesion from the bladder to the anterior vaginal wall and bowel epiploicae and sigmoid colon to the posterior cul-de-sac, bilateral adnexal to the ipsilateral pelvic side walls/posterior cul-de-sac/sigmoid colon. The patient had an incidental cystotomy during the procedure. The patient tolerated the procedure well. She was placed in supine position, extubated in the operating room and transferred to pacu, awake and in stable condition.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to july 29, 2015, procedure date, as no event date was reported. Block d4, h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6) md, (B)(6) medical center USA. Block h6: patient code e2401 captures the reportable event of unknown injury. Impact code f12 has been used in the light of this patient seeking legal recourse for an unspecified personal injury related to the device. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: blocks a2, b2 (outcomes attrib to adv event), b5, d4, e1, g1, h6 and h10 have been updated based on the additional information received on march 10, 2023. Block h6: patient code e2101 captures the reportable event of adhesions. Patient code e1304 captures the reportable event of urinary urgency. Impact code f1905 captures the reportable events of insertion of mesh, transection of prior sling, adjustable non-boston scientific midurethral sling procedures. Impact code f1901 captures the reportable event of incidental cystotomy repair. Impact code f12 has been used in the light of this patient seeking legal recourse for a personal injury related to the device.